Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had damage on cable unit, and due to poor watertightness of cable unit, water tightness was lost. There was no patient involvement.